Event description:
Patient presented to the physician with limited mobility and pain in their neck where the stimulation lead was placed. Physician brought the patient into the or and replaced the stimulation lead.

Event description:
Patient presented back to the physician with continued pain at the neck where the stimulation lead was placed. Physician brought the patient into the or and removed the entire inspire system. After the explant procedure, patient felt the tongue was blocking their airway. Patient was intubated and brought into the ICU. Patient remained hospitalized for observation and was discharged 5 days later.